Event description:
Pt has an on-q pain pump. Pump leaked severely through the control dial to the point that the linens on the bed had to be changed. Pump was changed out. This was a 400ml pain pump, model #cb004, lot #082236.